Event description:
Related manufacturer report number: 2017865-2022-43013, 2017865-2022-43125. It was reported during in clinic follow up that the patient presented with pain and redness at the device implant site. The implantable cardioverter defibrillator system was successfully explanted. The patient was stable.

Manufacturer narrative:
The lead was returned without any reported malfunction. Visual examination found no anomalies.

Event description:
New information received notes that infection was suspected.

Manufacturer narrative:
Correction: previously reported h6 health effect as hypersensitivity, now corrected to unspecified infection the sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.